Manufacturer narrative:
The agent reported (peg on 4:1 sz 7 broke off in patient. Female) this event occurred during cleaning and sterilization, near the patient. No response was received by the surgeon. The surgery was completed as intended, with a five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. RMA evaluation: the instrument was returned to djo and after further examination, one of the pegs on the sizer block broke off. A review of 800-05-087 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. S303- broke/cracked/damaged the root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Instrument failure - instrument broke, parts left in patient.